Event description:
Spinal hardware was placed at l2, l3, & s1. L4 &l5 was difficult to reduce the rods and secure the set screws. Both became very tight and the surgeon could feel more pressure on each extension. This was attempted several times. During this process, the tip of the device broke. The surgeon was able to complete the procedure and there was no patient injury. The problem did result in a delay to the case in excess of 30 min and as a result, an MDR is filed to document this malfunction.

Manufacturer narrative:
Examination of the weld indicates that the product was manufactured to our specification; however, there was minimum weld penetration noted on this particular instrument. It appears that atypical forces applied to the device during use in this case overloaded the weld resulting in the tip coming free.